Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity warning, the right ventricular lead displayed high rate non-sustained episodes, there was t wave over-sensing, and the sensing integrity count was noted. Isometric testing suggestions were made and revealed the over-sensing was not reproducible. A request for additional information was made but not received. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.